Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 83-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had a hematoma noted following sheath exchange to repositioning sheath for which the patient was given one unit of blood and manual pressure was applied. Additionally, the patient had massive bleeding noted out of the nasogastric tube and oropharyngeal area. Patient further deteriorated, resulting in mass transfusion. Unfortunately this was unsuccessful and the patient expired after 3.16 hours of impella support. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient movement, the patient kicked his legs, displacing the impella cp and causing a hematoma as per the clinical description. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. H6 component code added. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04958: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank.